Manufacturer narrative:
Article citation: gedam mc, mankar yd, samala ds, ingale ly, lavanya l, sagrule dd. Study of percutaneous endoscopic gastrostomy (peg) compared to nasogastric (ng) tube feeding in patients requiring prolong enteral nutritional support. Int surg j 2020;7:2201-7. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Peristomal infection is a well know clinical complication. There is no evidence to suggest the report is due to a device failure. The instructions for use states: ¿additional complications include, but are not limited to: pneumoperitoneum, peristomal wound infection and purulent drainage, stomal leakage, bowel obstruction, gastroesophageal reflux (gerd), and blockage or deterioration of the peg tube,." Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Date of event: (B)(6) 2020. Article citation: gedam mc, mankar yd, samala ds, ingale ly, lavanya l, sagrule dd. Study of percutaneous endoscopic gastrostomy (peg) compared to nasogastric (ng) tube feeding in patients requiring prolong enteral nutritional support. Int surg j 2020;7:2201-7. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
The following was published in a clinical literature article regarding a cook peg 24 percutaneous endoscopic gastrostomy set - pull: after placement of a peg 24 percutaneous endoscopic gastrostomy set - pull, that ¿...in peg group peristomal infection was observed in 10 (37%) patients...". It was not published in the article if a section of the device remained inside the patient's body. The peristomal infection required antibiotic treatment.